Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded several hundred sudden brady response episodes and triggered the elective replacement indicator. Data analysis determined this device exhibited premature battery depletion due to increased power consumption. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory revealed that no suspicious faults or resets were recorded while implanted. Although the battery voltage was lower than expected, there was sufficient capacity remaining to support full device function. The device case was removed and detailed analysis revealed a high current drain. Further testing confirmed the presence of an internal crack within a low voltage capacitor, which caused a high current drain and resulted in an unexpected drop in remaining longevity.

Event description:
It was reported that this pacemaker recorded several hundred sudden brady response episodes and triggered the elective replacement indicator. Data analysis determined this device exhibited premature battery depletion due to increased power consumption. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker recorded several hundred sudden brady response episodes and triggered the elective replacement indicator. Data analysis determined this device exhibited premature battery depletion due to increased power consumption. This device remains in service. No adverse patient effects were reported.